Manufacturer narrative:
(B)(4)= jaws and ramp. The analysis results found that the el5ml device was received with one jaw disengaged from the cam and the jaw ramp bent. A bag with one malformed clip was returned along with the instrument. No functional testing could be performed due to the returned condition of the instrument; however, it is known from the history of the device that jaw damage and disengaged condition may lead to malformed clips. Possible causes for the found condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what does "clip setting, branchen parted. Another setting was not possible" mean? Please provide more specific information regarding issue that occurred with device or clip. Follow up received from affiliate: during clip application the jaws became apart. Thereafter it was not possible to place another clip with this device. Additional information requested from affiliate: did any part of device jaws break off? Did any part of device jaws fall into patient? If so, were all device parts retrieved from patient? Follow up received from affiliate: no part of the jaws breaks off. As already stated in the event description, there was no consequence for the patient.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip setting, branchen parted. Another setting was not possible. No further information is available. No patient consequences reported. Procedure was completed with same like device.